Event description:
Investigation results have been updated.

Manufacturer narrative:
Investigation results have been updated. Investigation updated. Device history records: ref: 00-8775-032-02 ; lot: 2601617. Yield: 130. Delivered: 130. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Device history records associated products: ref:00-8775-009-32 ; lot: 2591077. Yield: 102. Delivered: 99. Scrapped: 03. Reason for scrapping: scratch(es). The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref: 00875505000 ; lot: 2611175. Yield: 50. Delivered: 50. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref: 29.00.09-070; lot: 2404593. Yield: 50. Delivered: 50. The device manufacturing quality records indicate that the released components met all requirements to perform as intended trend analysis: no trend considering the following event is identified: dislocation. Event summary: it was reported that a study patient, 51 years old female at the time of the event, of allofit it coc study had the left thr surgery on (B)(6)2011 and had 2x recurrent dislocations, which led to a total revision of all components on (B)(6) 2011. This complaint covers the revision surgery due to dislocation which occurred on (B)(6) 2011. Review of received data: x-ray dated (B)(6)2011 left hip ap-view, imaging in bed: cementless total hip replacement left, correct position of the stem. Due to the lack of reference lines, the inclination angle of the cup can not be reliably assessed, but the cup inclination angle does not appear too steep, but steeper than 40 degrees. Due to the projection, the anteversion of the cup can not be assessed reliably in the ap-view. The osseous acetabular stock is relatively broad. X-ray dated (B)(6)2011 left hip ap-view: recognizable dislocation of left femoral head cranially-ventral (marked in green). Inconspicuous bony structures around the implant components. No evidence of cup or stem loosening. The anteversion of the cup seems too high, a reliable calculation is not possible in the present ap-view due to the image quality. X-ray dated (B)(6) 2011 left hip ap-view: situation after reposition of the left hip. The noted situation after luxation is not correct (marked in red). Compared to the previous x-ray from 08.09.2011 no obvious changes. X-ray dated (B)(6) 2011 left hip ap-view: situation after change of the total hip replacement left. Compared to the previous x-ray from (B)(6)2011 the cup position seems to be slightly deeper (marked in blue), the inclination angle of the cup slightly flatter. Primary surgery report dated (B)(6)2011 - klinik fu¨r orthopädie: diagnosis: dysplasia coxarthrosis left more than right, synovitis left hip, bursitis trochanterica. Surgery: minimally invasive implantation of a left sided cementless total hip endoprosthesis (allofit it size 52, ceramic insert 32 mm, middle neck head, cls-prosthesis size 7) bursectomy, synovectomy, removal of osteophytes on the acetabulum, x-ray control postoperatively. History: increasing pain, radiologically no joint space. Surgical procedure: t-shaped opening of the joint capsule, it shows a retroverted cup. The external rotators are described as strong. Anteriorly there is an osteophyte on the edge of the cup, which limits the movement and is most likely the cause of the retroverted position of the cup. The osteophyte is removed with the chisel. The cup is placed in 20 degrees anteversion and 40 degrees inclination. After trial reduction at size 7 with middle neck head, a good mobility of the joint is shown without dislocation tendency. As far as in lateral position verifiable equal leg length. Inserting of the original prosthesis and re-trial reduction with middle neck ceramic head size 32 mm and sewing of the external rotators. Special difficulty: difficult preparation in retroverted cup revision surgery report dated (B)(6) 2011 diagnosis: ventral hip dislocation left. Surgery: complete change of the total hip replacement, left history: on 5th post-op day, the patient slipped out of the hospital bed while getting out, causing a ventral dislocation of the prosthesis. During the visit in the morning of (B)(6), without a recognizable event during sleep, it came again to a dislocation of the prosthesis. Because of this problem, it has been discussed preoperatively with the patient that under anesthesia the leg is examined and, depending on the local findings, an open revision is also sought until the complete replacement of the endoprosthesis. The patient agreed. Surgical procedure: when examining the joint under anesthesia, a traction and maximum external rotation show a ventral dislocation of the prosthesis. After transferring the patient to the right side, the external rotators are anchored intraoperatively except for the piriformis muscle. Correct torsion adjustment of the cls stem, the cup shows as planned an increased antetorsion. The femoral head is anteriorly dislocated into a capsule pocket formed after removal of the ventral osteophytes on the cup. Because there is only a tenth of a centimeter depth, the cup is deepened by about 0.5 cm. The cup is inserted with depression in a little less antetorsion and in the same lateral opening. With a lateralized stem size 7 with a l and xl head, the preoperatively extended leg length is almost balanced in the trial reposition without ventral dislocation tendency. Occurrence of dorsal dislocation only at extreme internal rotation / adduction. Finally, after inserting an original xl head, 36 mm transosseous stitching of the outer rotators. Treatment report dated (B)(6)2011 - lvr-hospital for orthopedics viersen: hospitalization from (B)(6) 2011. Female patient, 51 years old, bmi 21.9. History: on the 5th postoperative day, dislocation of the left hip occurs. Closed reposition under sedation. On the following morning, another dislocation, on (B)(6)2011 complete change of the total hip replacement. The postoperative x-ray control showed a regular implant position. Limitation of movement due to dorsal approach, further course postoperatively with partial loading without complications. Radiographic evaluation form dated (B)(6)2011 indicates the inclination angle of the acetabular cup as 56° and states no abnormalities related to the cup and stem positioning. Adverse event form is reviewed. Date onset for the dislocation events is given as (B)(6)2011. However, this date does not match with the op reports, in which the first dislocation date is given as (B)(6)2011. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Surgical technique indicates on page 3 under section preoperative planning that the inclination of the shell should form an angle of 40°¿ 45° to the pelvic horizontal line. Root cause analysis: root cause determination using rmw: postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear possible, product is not received to confirm, however, cannot be excluded. Failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem not possible a systematic issue with design and or material properties would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) possible, 56° inclination angle of the acetabular is higher than the suggested range of (40-45°), which might have led to dislocation of head. Dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) not possible correct components were selected. Failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) possible, cant be confirmed, therefore cannot be excluded. Failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) possible, cant be confirmed, therefore cannot be excluded. Dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity possible, it is not reported, however cannot be excluded. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products- not possible -> product combination was allowed. - dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant not possible -> IFU provides the necessary and appropriate information. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head not possible DHR of the product shows released components met all requirements to perform as intended. Implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. Possible, can`t be confirmed, therefore cannot be excluded. Conclusion summary: patient underwent a revision surgery 6 days post-op due to recurring dislocations, where all the components of the thr were replaced. Review of revision notes did not identify any problem regarding the ceramic liner. Therefore, the dislocation event is considered only for the femoral head. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Based on the given information the complaint could be confirmed. The primary surgery approach was made in minimally invasive technique in lateral position. Intraoperatively, the preparation of the cup is judged to be particularly difficult, the position of the cup is described as retroverted, most likely to be accounted for movement limiting ventral cup osteophyte, which was removed. The further surgical procedure is described unspecifically. With the prosthesis components finally selected and implanted, a good mobility of the joint without dislocation tendency is described during the trial reduction. The first dislocation of the left hip is clearly attributed to the traumatic event that the patient experienced while getting out of the hospital bed. This traumatic event might have led to inclination angle change of the cup which could have contributed to the dislocation tendency. However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: dislocation. Event summary: it was reported that a study patient, 51 years old female at the time of the event, of allofit it coc study had the left thr surgery on (B)(6) 2011 and had 2x recurrent dislocations, which led to a total revision of all components on (B)(6) 2011. This complaint covers the revision surgery due to dislocation which occurred on (B)(6) 2011. Review of received data radiographic evaluation form dated (B)(6) 2011 indicates the inclination angle of the acetabular cup as 56° and states no abnormalities related to the cup and stem positioning. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Surgical technique sap indicates under section preoperative planning that the inclination of the shell should form an angle of 40°¿ 45° to the pelvic horizontal line. Root cause analysis root cause determination using rmw: postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear possible, product is not received to confirm, however, cannot be excluded. Failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) => possible, 56° inclination angle of the acetabular is higher than the suggested range of (40-45°), which might have led to dislocation of head. - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) not possible -> correct components were selected. - failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) => possible, products not returned for investigation, therefore cannot be excluded. - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) => possible, products not returned for investigation, therefore cannot be excluded. - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity => possible, it is not reported, however cannot be excluded. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible -> product combination was allowed. - dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant not possible -> IFU provides the necessary and appropriate information. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head not possible -> DHR of the product shows released components met all requirements to perform as intended. - implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. => possible, cant be confirmed, therefore cannot be excluded. Conclusion summary patient underwent revision surgery due to recurrent dislocations after 6 days in-vivo time. Surgical notes, x-rays and the product were not available. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. However , the radiographic evaluation of the cup stating 56° of inclination angle is higher than the range suggested in the surgical technique (40-45°). Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The most likely reason of the event is the malposition of the cup, surgeon not following the surgical technique. Other possible reasons leading to the dislocation event could include pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear, impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup), implantation on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper), inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head), soft tissue laxity, inappropriate advice by surgeon to inform patient on postoperative activities and limits and patient related issues (high patient activity, patient disregarding limits of the device). However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: biolox delta ceramic taper liner, size hh / 32 i.d., catalog #: 00877500932, lot # 2591077. Cls spotorno, stem, 145°, uncemented, 7.0, taper 12/14, catalog # 290009070, lot # 2404593. Allofit it alloclassic, shell for acetabulum, uncemented, 50/hh, catalog # 00875505000, lot # 2611175. X-rays and medical reports were received and will be reviewed. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: a previous medwatch report (MFR 0009613350-2019-00007) has already been submitted for this case; please disregard it. The case (B)(4) will be further reported under the present MFR report.

Event description:
Patient was implanted on the left side and underwent revision due to recurrent dislocations.